Event description:
Additional information was received that the rv lead was not used during the procedure. It was tested prior to being introduced to the body and exchanged to complete the procedure.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix partially extended and had traces of blood. X-ray examination of the lead found the helix was stretched consistent with procedural damage. The cause of the reported event was due to the helix being stretched.

Event description:
During an initial implant procedure, the helix of the right ventricular (rv) lead was unable to extend. The rv lead was then explanted and a new rv lead was implanted to resolve the event. The patient is stable.